Manufacturer narrative:
The device was received and analyzed via (B)(4). (B)(4) are duplicates. Visual and dimensional analysis was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the separation of the polyimide olive and wrinkling of the dc pod occurred due to excessive force applied while attempting to the load the filter against resistance into the delivery catheter pod or possibly due to attempting to pull the filter back out from the dc pod; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to the initial MDR report filed, it was reported there was attempt to do a wire exchange after loading the filter. Updated MDR: it was reported that during preparation per the instructions for use of the emboshield nav6 embolic protection system (eps), the tip of the filtration element was noted to come off the tip of the device when pulling into the delivery pod. There was no attempt to do a wore exchange after loading the filter. The eps device was not used. There was no patient involvement and no clinically significant delay in the procedure. A new emboshield nav6 eps was used to complete the procedure. No additional information was provided. This complaint is a duplicate of (B)(6). This duplicate was found after the initial report for this complaint was filed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) the tip of the delivery catheter separated. Therefore, the device was not used in the patient. The procedure was completed with another unspecified device. There was no clinically significant delay in the procedure. No additional information was provided.